Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported positioning failure of inability to grasp the leaflet and difficulty removing the device (clip interfered with the subvalvular structure) appears to be related to patient morphology/pathology. The reported tissue injury (rupture chordae) appears to be related to the clip being caught on the subvalvular structure. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 3 and small atrium. An ntw clip was advanced through the steerable guide catheter (sgc); however, due to the atrium being small and the mitral valve being short, it was not possible to grasp the leaflet sufficiently. The clip was observed to interfere with the subvalvular structure. The clip was able to be freed, but this caused rupture of chordae. The device was removed and another transseptal puncture was performed. However, the atrial septum was also small, and it was not possible to puncture any part other than the first hole. A new sgc was used with an nt clip to complete the procedure. The clip was implanted, reducing mr to grade 1. There was no clinically significant delay in the procedure.